Manufacturer narrative:
Device eval: one smiths medical cadd solis vip pump was returned for analysis in used condition. Visual inspection of the pump showed the tamper seal was damaged and the lens was damaged. Review of the event history log showed the pump displayed the following event: on (B)(6) 2018 8:41:45 am high alarm displayed: cassette not attached properly functional testing involved sensor tests and showed the downstream occlusion sensor was contaminated. The cause of the issue was unable to be determined. The downstream occlusion sensor was replaced. Based on evidence and investigation, the complaint allegation was confirmed.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump exhibited "cassette not attached". No patient was involved in this event and no adverse effects were reported.